Event description:
It was reported that the patient underwent a gynecological procedure to treat sui & pop on (B)(6) 2002 and mesh was implanted. Novasilk was implanted on (B)(6) 2010. It was also reported that she continued to experience pain, dysuria, erosion of her internal bodily tissue, and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent revision anterior and posterior repair and sacrospinous vaginal vault suspension with miya hook due to pop and sui. It was reported that patient underwent mesh transvaginal/transurethral excision of mesh due to urethral erosion of tension free vaginal tape on (B)(6) 2013. No additional information was provided. (B)(4).

Manufacturer narrative:
.